Event description:
It was reported by service report that the load wheel was broken off the breakaway head section. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Load wheel assembly on the breakaway head section.